Event description:
Case description: this consumer report was received from a russian consumer and concerns a female patient. The patient was injected with radiesse into the lower eyelids of both eyes at the edges of the orbit of both eyes (also reported as periorbital area) to correct the nasolacrimal sulcus, on (B)(6) 2023. Her medical history included angioedema from aspirin. She had a thread lifting of the lower eyelids, on (B)(6) 2023. On (B)(6) 2023, after the radiesse injection, the patient experienced dermal atrophy, migration of product, fibrosis, scarring of the skin in the periorbital area in the area of the lower eyelids. On (B)(6) 2024, a surgical procedure was performed to remove the radiesse from under the dermis of the lower left eyelid, where it was visualized as a white granuloma. Granuloma was not histologically confirmed. The outcome of the events was unknown. Follow-up information was received on 04-feb-2025: a cannula was used for the injection. A 0.5 ml of lidocaine 2 % was used for an anesthesia. It was reported that was not known for certain whether the anesthetic was included or used separately. Aesthetic injections in the past were well tolerated. On (B)(6) 2024, the physician made the final diagnosis which included local atrophy and migration of the hydroxyapatite occurred in the skin of the lower eyelid of both eyes. On (B)(6) 2024, in the other clinic, the other physician diagnosed atrophic skin changes, scar conditions and skin fibrosis. Granuloma was not confirmed or diagnosed; the patient used this name to describe what was visually on her face. The patient observed a lump rising above the surface of the skin about 2-3 mm high, about 3 mm in diameter white on a bright red background. From (B)(6) 2024, the patient was given plasma therapy. As a result of therapy the quality of the skin slightly improved. In the opinion of the patient, permanent damage in the form of an atrophic condition of the skin was possibly improved if the case of performing procedures constantly. Due to the provided information, the outcome of the events was considered as resolving (changed form unknown). The patient reported that according to the physician who performed the procedure, the events were related to the individual reaction of the body which was described. According to the other physicians, who did not perform this procedure, the events were related to the violation of the procedure protocol.

Manufacturer narrative:
Assessment by merz: the events occurred in compatible local relationship, whereas no precise information was provided on event onset date so a temporal relationship can only be assumed based on the wording of this report. Injection site atrophy (serious) is unexpected, whereas injection site fibrosis (serious) is equivalently expected as scarring, device dislocation (serious) is equivalently expected as product migration, injection site nodule (non-serious) and injection site discolouration (non-serious) are expected based on the currently valid russian instructions for use (IFU) leaflet of radiesse. Skin aging manifests as two main symptoms: photoaging induced by environmental stress, such as sunlight, which leads to skin hypertrophy, and intrinsic aging induced by chronologic or intrinsic factors, which leads to skin atrophy. In this case, the information provided is quite sparse and further medical confirmation and underlying conditions of the patient are pending. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and assumed temporal relationship. This case is considered as serious with the serious events injection site atrophy, device dislocation and injection site fibrosis because surgical treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to receipt of follow-up information on 04-feb-2025: the outcome of the events was changed to resolving. Based on the information provided, the patient received comprehensive treatment with a resolving outcome of all the events. Causality for the events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events injection site atrophy, device dislocation and injection site fibrosis because surgical treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this consumer report was received from a russian consumer and concerns a female patient. The patient was injected with radiesse into the lower eyelids of both eyes at the edges of the orbit of both eyes (also reported as periorbital area) to correct the nasolacrimal sulcus, on (B)(6)2023. Her medical history included angioedema from aspirin. She had a thread lifting of the lower eyelids, on (B)(6)2023. On (B)(6)2023, after the radiesse injection, the patient experienced dermal atrophy, migration of product, fibrosis, scarring of the skin in the periorbital area in the area of the lower eyelids. On (B)(6)2024, a surgical procedure was performed to remove the radiesse from under the dermis of the lower left eyelid, where it was visualized as a white granuloma. Granuloma was not histologically confirmed. The outcome of the events was unknown. Follow-up information was received on 04-feb-2025: a cannula was used for the injection. A 0.5 ml of lidocaine 2 % was used for an anesthesia. It was reported that was not known for certain whether the anesthetic was included or used separately. Aesthetic injections in the past were well tolerated. On (B)(6)2024, the physician made the final diagnosis which included local atrophy and migration of the hydroxyapatite occurred in the skin of the lower eyelid of both eyes. On (B)(6)2024, in the other clinic, the other physician diagnosed atrophic skin changes, scar conditions and skin fibrosis. Granuloma was not confirmed or diagnosed; the patient used this name to describe what was visually on her face. The patient observed a lump rising above the surface of the skin about 2-3 mm high, about 3 mm in diameter white on a bright red background. From (B)(6) 2024, the patient was given plasma therapy. As a result of therapy the quality of the skin slightly improved. In the opinion of the patient, permanent damage in the form of an atrophic condition of the skin was possibly improved if the case of performing procedures constantly. Due to the provided information, the outcome of the events was considered as resolving (changed form unknown). The patient reported that according to the physician who performed the procedure, the events were related to the individual reaction of the body which was described. According to the other physicians, who did not perform this procedure, the events were related to the violation of the procedure protocol. Follow-up information and amendment were received on 06-mar-2025: radiesse risk file was reviewed (reference number, (B)(4)). Upon internal review the listedness for the serious event injection site atrophy was changed from unexpected to expected.

Manufacturer narrative:
Assessment by merz: the events occurred in compatible local relationship, whereas no precise information was provided on event onset date so a temporal relationship can only be assumed based on the wording of this report. Injection site atrophy (serious) is unexpected, whereas injection site fibrosis (serious) is equivalently expected as scarring, device dislocation (serious) is equivalently expected as product migration, injection site nodule (non-serious) and injection site discolouration (non-serious) are expected based on the currently valid russian instructions for use (IFU) leaflet of radiesse. Skin aging manifests as two main symptoms: photoaging induced by environmental stress, such as sunlight, which leads to skin hypertrophy, and intrinsic aging induced by chronologic or intrinsic factors, which leads to skin atrophy. In this case, the information provided is quite sparse and further medical confirmation and underlying conditions of the patient are pending. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and assumed temporal relationship. This case is considered as serious with the serious events injection site atrophy, device dislocation and injection site fibrosis because surgical treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to receipt of follow-up information on 04-feb-2025: the outcome of the events was changed to resolving. Based on the information provided, the patient received comprehensive treatment with a resolving outcome of all the events. Causality for the events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events injection site atrophy, device dislocation and injection site fibrosis because surgical treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after follow-up information was received on 06-mar-2025: radiesse risk file was reviewed (evb-2025-0003): review of r130855-s4 revision 05 risk assessment matrix (ram) confirmed there are harms present [i.e. 'Injection site injury (major)', 'worsening pre-existing condition (major)' and 'deformity/ disfigurement (major)'] that pertain to the reported event of 'dermal atrophy'. Reference linked radiesse risk management report within tab t2 of this record (evb-2025-0003), specifically attachment r01 ram hazard ids r130855-1310, -1344 and -1367. Dermal atrophy presents a depression within thinning or degradation of the skin, and as such can be categorized as deformits/disfigurement (major) or an injury to the injection site (major) as these harms can pertain to skin texture and contour changes. The patient was being treated with radiesse for nasolacrimal sulcus, which is generally associated with lines or 'bags' under the eyes and elasticity issues. As such, this event can also be categorized under worsening of pre-existing condition (major). The associated probability of these three (3) harms is 'remote' and is defined as reported incidents occuring < 10 ppm units sold. Across the 01-feb-2023 to 31-jan-2025 distribution and event data reviewed, this event of dermal atrophy was noted as occurring once in the period reviewed, this event of dermal atrophy was noted as occurring once in the period reviewed with sales of (B)(4) units. As such, the rate of occurrence is (B)(4), in-line with the currently assigned probability. The event does not suggest a novel safety concern where it would necessitate revision of the risk file and is sufficiently covered by harms within the risk file. As such, no amendment to the radiesse risk management file is required at this time. As there is no amendment to the risk file, the overall benefit/risk ratio remains acceptable, as all risks are reduced as far as possible and there are no unacceptable risks. This event will continue to be tracked and trended, and action taken as appropriate. However, after internal review the event injection site atrophy was changed from unexpected to expected as it is considered as contour irregularity. Therefore, the event injection site atrophy (serious) is expected and equivalently listed as contour irregularity based on the currently valid russian IFU leaflet of radiesse. Based on the information provided, causality for the events remains unchanged as possibly related to the treatment with radiesse based on compatible local and assumed temporal relationship. This case remains as serious with the serious events injection site atrophy, device dislocation and injection site fibrosis because surgical treatment was deemed necessary to prevent a permanent damage.